Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman laa closure device & delivery system (wds) were selected to be used. It was reported that the shape of the left atrial appendage was complex, and the closure device was deformed after repeated recaptures and repositioning. The physician did not have another closure device available of the same model, therefore the procedure was aborted. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20 mm watchman laa closure device and delivery system (wds) were selected to be used. It was reported that the shape of the left atrial appendage was complex, and the closure device was deformed after repeated recaptures and repositioning. The physician did not have another closure device available of the same model; therefore, the procedure was aborted. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) with the implant deployed to flx ball position was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed no damage or defect. Microscopic examination revealed tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. Product analysis could not confirm the reported event as there was no damage or defect with the implant, and clinical circumstances could not be replicated. The tip was damaged which is consistent with deploying and recapturing the implant.